Event description:
It was reported that there was a conversion from a bipolar to a total right hip. Surgeon took out the howmedica stem and cemented accolade in. Initial surgery done in (B)(6).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).